Event description:
The complainant reported an under-delivery. The intended amount was 100ml/hr with a set dose of 100ml. The actual amount received was over 5ml over the entire hour.

Manufacturer narrative:
Mfg event ID: (B)(4) . Insufficient flow or under-infusion; not labeled. No consequence or impact to patient. The device reported, list number (B)(4) , is an abbott product that is marketed internationally which is the same or similar to a device, list number (B)(4) , that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.